Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device / failure to occlude fallopian tube (s)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included endometriosis and d & c. Previously administered products included for prevent pregnancy: depo shot from 1997 to 1999 and birth control pills from 1994 to 1996. Concurrent conditions included frequency of menses, dysfunctional uterine bleeding, vaginal pain and cough. Concomitant products included lisinopril since 2010. On (B)(6) 2008, the patient had essure inserted. In july 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On (B)(6) 2011, 2 years 2 months after insertion of essure, the patient experienced device expulsion ("migration of essure device. Location of device: uterus"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2011 / hysterectomy (full)), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the perforation outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, genital haemorrhage, abdominal pain lower, device expulsion and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, perforation and vaginal haemorrhage to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device / failure to occlude fallopian tube (s)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included endometriosis and d & c. Previously administered products included for prevent pregnancy: depo shot from 1997 to 1999 and birth control pills from 1994 to 1996. Concurrent conditions included frequency of menses, dysfunctional uterine bleeding, vaginal pain and cough. Concomitant products included lisinopril since 2010. On (B)(6)2008, the patient had essure inserted. In july 2009, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea (seriousness criteria medically significant and intervention required). In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On (B)(6)2011, 2 years 2 months after insertion of essure, the patient experienced device expulsion ("migration of essure device. Location of device: uterus"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (pelvic surgery on (B)(6)2011 / hysterectomy (full)), surgery (hysterectomy), surgery (hysterectomy) and surgery (hysterectomy). Essure was removed on (B)(6)2011. At the time of the report, the perforation outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, genital haemorrhage, abdominal pain lower, device expulsion and abdominal pain upper had resolved. The reporter considered abdominal pain lower, abdominal pain upper, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet was received and the following information was provided: events onset date updated; failure to occlude fallopian tube (s) was added as event; pain, abnormal bleeding and cramping resolved following essure removal; historical drugs and concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a 32-year-old female patient who had essure (batch no. 626277) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included endometriosis and d & c. Concurrent conditions included polymenorrhoea, dysfunctional uterine bleeding, vaginal pain and cough. In 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). On (B)(6) 2011, 2 years 2 months after insertion of essure, the patient experienced device expulsion ("migration of essure device. Location of device: uterus"). On an unknown date, the patient experienced abdominal pain upper ("stomach pain"). The patient was treated with surgery (pelvic surgery on (B)(6) 2011 / hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, genital haemorrhage, abdominal pain lower and abdominal pain upper outcome was unknown and the vaginal haemorrhage, menorrhagia, device expulsion and dysmenorrhoea had resolved. The reporter considered abdominal pain lower, abdominal pain upper, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, perforation and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events-"abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea (cramping), migration of essure device. Location of device: uterus, stomach pain", lot number, reporter, historical condition added from pfs. Historical and concomittant condition added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("migration/ perforation of the essure device") and genital haemorrhage ("heavy and irregular bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("severe cramping"). The patient was treated with surgery (pelvic surgery on (B)(6) 2011). At the time of the report, the perforation, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.